Event description:
In 2007, the pt experienced painful shocking or jolting sensations down both legs. The sensations occurred following environmental exposure at the hospital cafeteria. The pt's spouse turned off the stimulator with the programmer. Movement caused stimulation changes. At the time of the report, the patient was at home in good condition. Prior to the shocking, the stimulation was fading. The pt was reprogrammed. The pt was programmed with a new electrode configuration for a half hour with good efficacy and no surging / fading. The magnet option on the device was checked. The magnet was enabled. The MFR rep was asked to disable the magnet since the pt does not use a magnet to turn the device on or off. In 2008, it was reported impedances were normal. Stimulation was in the appropriate areas, however, the pt experienced break through pain. The pt was referred to a neurosurgeon for further intervention/consult.